Event description:
A report was received that the patient's pocket revision was postponed because the patient had a pocket infection. The physician prescribed the patient with antibiotics. The pocket infection cleared up with the antibiotic treatment and the patient is reportedly doing well.

Manufacturer narrative:
Patient's weight not available. Device remains in patient. A review of the sterilization records of the ipg found it to be satisfactory. This is the final report.